Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the autotome rx 44 was used to cannulate the duodenal papilla, the tip of the wire was separated. It was reported that no part of the cutting wire detached and fell into the patient. The device was replaced immediately, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.